Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prothesis (app) due to a potential infection in the scrotum area after the patient removed the suture with a personal pair of scissors. The patient had pain, swelling and a fever. The app was removed, the penis and scrotum were washed out with antibiotics. A tactra malleable device was implanted. There were no additional patient complication reported.